Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ipg implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there were high thresholds on the atrial lead and slightly elevated thresholds on the rv (right ventricular) lead. The leads remain in use. No patient complications have been reported as a result of this event.